Event description:
Reportedly, during testing, the "down arrow button" and the "alarm silence button" on the right panel was not working. There was no patient involvement reported.

Manufacturer narrative:
(B)(4).